Manufacturer narrative:
Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 21-may-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 21-may-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The pentax medical emea responded to a good faith effort request via email on (B)(6) 2023 that they were unable to obtain information on procedure or completion when used in the hospital and in most cases, users have multiple endoscopes for reasons such as reprocessing time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image, fluid damage. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.